Event description:
Patient reported, left side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed.

Event description:
Patient reported, left-side rupture. Device has been explanted and replaced with a non-allergan device.